Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, during final programming of the patients implantable cardioverter defibrillator (ICD), the device switched to emergency settings. Physician is sure, that they did not push the programmer emergency button nor the on-screen emergency button. It was thought that the telemetry connection may have been interrupted due to a nurse getting between the programmer and the patient. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.